Event description:
Customer reported interconnect will not plug into the c-arm therefore, the system can not power up. The customer was unable to perform procedures. No patient injury resulted in this incident.

Manufacturer narrative:
The service rep found the interconnect connector had come apart. He re-assembled the connector then connected to c-arm and booted system. System operating as intended.